Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a site change and breakfast, with a peak blood glucose of 275 mg/dl and high glucose alerts; the user utilizes an inset 6 mm 23" infusion set, and no backup therapy was used. Symptoms included dry mouth and trace ketones that later resolved to negative on repeat testing. Outcomes included ongoing monitoring, education, and follow-up with ketone action plan reinforcement, with glucose decreasing to 171 mg/dl and no medical intervention or assistance required. Investigation included troubleshooting and education with review of use conditions and user-reported glucose and ketone measurements. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia, with the event possibly associated with timing of site change and food intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.